Event description:
The pump settings were programmed as follows: remifentanil 50mcg/ml concentration, body weight 65kg, bolus 0, infusion rate 0.25mcg/kg/min. Once the pump was started, within 2 minutes the patient experienced profound bradycardia and hypotension that necessitated resuscitation with atropine and epinephrine. All infusions were stopped and it was then discovered that the pump had infused approximately 9ml of remifentanil (total of 450mcg) in a matter of 1-2 minutes, which calculates to an approximate dose of 3.5mcg/kg/min. The pump was replaced with a new pump that worked well. Other than this brief episode of bradycardia and hypotension that responded to appropriate pharmacologic intervention, there were no long term effects.